Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded at the facility and, therefore, was not available for direct analysis by gore.it should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, component migration, and vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture).¿

Event description:
On (B)(6), 2022, the patient underwent endovascular treatment of a left internal iliac artery aneurysm using gore® excluder® aaa endoprostheses. At the final angiography after stent graft implantation, a localized dissection was reportedly confirmed at the distal edge of the 27mm gore® excluder® contralateral leg component on the patient¿s right side. It was reported that the device moved proximally and was placed obliquely against the vessel wall, which may have caused the dissection. An additional stent graft was implanted in the right common iliac artery to treat the dissection. The patient tolerated the procedure. On (B)(6) 2022, a follow-up post-operative CT scan reportedly identified a retroperitoneal hematoma. It was reported that the distal edge of the 27mm contralateral limb caused an ulcer-like projection (ulp), and the ulp may have ruptured. Information on treatment and current patient status is unknown.